Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) remoted into the system, verified no pi errors in event viewer, performed a reboot (with a windows update in progress) and advised retry post-update; upon further validation, identified that zones were not enabled, which caused drawers to not open during medication issuance, and corrected accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.